Event description:
It was reported that the lure connector on the ilet cartridge system cracked and broke during use, requiring pliers to remove the connector; the user then refilled a partially used cartridge at home, reconnected to the ilet, and resumed pump therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 268 and duration outside target for approximately 1 hour and 30 minutes. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a cracked connector associated with the reported lot. It was concluded that the event involved a device component failure of the connector with resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.